Event description:
A malfunction alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range and no adverse impact occurred. The customer planned to contact technical support for assistance with resetting the pump using a charging pad, as no reset had been done yet. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.